Event description:
Reportedly, the endo catch bag could not be closed with the string. String came loose from the bag. Bag became dislodged and fell into abdomen. Opened another endo catch bag, which was then used. No patient injury.